Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has scratches on the display screen and the backlight has gotten less bright. The customers blood glucose level was unknown at the time of incident. Customer also stated that the has no delivery and has to restart the process. The insulin pump will not be returned for analysis.